Manufacturer narrative:
Literature reference: doi: 10.1002/ccd.26835. If information is provided in the future, a supplemental report will be issued.

Event description:
This study discusses the shopping trial (show how options in price for procedures can be influenced greatly) to see if percutaneous coronary intervention (pci) procedures can be performed at a lower cost in a single institution. Cougar guidewires and resolute drug eluting stent devices were amongst the devices used to treat patients. All 5 recorded macce events occurring in both pre- and post-intervention patient cohorts were post-pci procedure bleeding events. Four events were drops in hemoglobin values, 1 event was a hematoma. There were no deaths, additional mi, or strokes in these patients.